Event description:
The physician felt resistance while deploying the coil and the coil jammed. When the physician pulled back on the delivery wire only the wire was removed, the coil remained in the catheter. He was able to retrieve the catheter with the coil still inside.